Event description:
Report received of a tubing split during use with a power injector. It was reported that the incident occurred during a nuclear medicine test. After 2cc's of an unspecified media had been given via a power injector, the tubing was reported to have "split one inch below the clave injection port". There was no report of adverse patient event. Additional patient event information has been requested from the customer. No further information has been obtained at present.